Event description:
It was reported that the vacuum pump stopped running. It was unknown if there was any patient contact with the device. Additional clinical information has been requested but no other information has been provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for evaluation. However, an integra service field engineer will be conducting the evaluation on site at the user facility. An investigation has been initiated based upon the reported information.